Manufacturer narrative:
Concomitant medical product(s): lnq11 icm, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that cardiac compass has invalid data. It was also noted that there was possible undersensing on the right atrial (ra) lead. It was further noted that when the implantable pulse generator (ipg) classified termination of events, arrhythmias appear to continue as timing falls into atrial blanking and is not tracked by the device. The ra lead and ipg remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was admitted to hospital due to their underlying arrythmia and not to the performance of their implantable pulse generator (ipg) system. The ipg and ra lead were reprogrammed. The patient underwent a cardioversion.